Event description:
The hcp reports patient experiencing a lack of pain relief and critical alarms sounding on the pump. Upon interrogation of the device, it was noted that the pump had stalled in 2006 and again the following year. A motor stall recovery occurred immediately following the first stall. The hcp planned to keep the patient hospitalized and closely monitored while determining next steps. The intrathecal dose was not to be replaced by IV drug. Supplemental oral medication was to be given if necessary. The drug used in the pump is morphine 50.0 mg/ml at 13.388 mg/day via a flex infusion mode. The device was explanted four days later and returned to the manufacturer for analysis. Additional information has been requested. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is completed.